Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family/relatives were concerned regarding the magnet function of the implantable cardioverter defibrillator (ICD). The caller stated they were assured that a magnet would turn the device off. A magnet was placed over the device and the audible magnet tone was heard. The caller went on to state that later they saw the patient "stiffened up and was obvious was being shocked." The patient was brought to the hospital and an allied health professional (ahp) from the hospital contacted a company representative. The caller was inquiring if there was a defect with the device or was the magnet off the device and the caller alleges the device contributed to the patient death. The device has been returned and the family and physician have requested the device be analyzed. Information provided by the funeral home indicated that the patient is deceased, and the cause of death was provided as: autoimmune hepatitis, cirrhosis.